Event description:
Information was received indicating that this ambulatory infusion pump over delivered by +6.25%. It was not specified whether or not this occurred during infusion. It was also noted that this pump exhibited screen and case damage. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "failed accuracy +6.25%, case and screen damaged". Visual inspection found the pump to be in good condition. Inspection of the pump's event log indicated two 10ml followed by one 20ml bolus tests were performed. Delivery accuracy testing on the pump was unable to verify the reported problem of failed accuracy. The delivery accuracy testing found the pump's average delivery error to be within the published specification of +/- 6%. Visual inspection confirms the case damage. What caused the reported problem is unknown. Who caused the reported problem is unknown. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.